Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer also reported insulin was squirting out during a manual prime. The customer also stated the insulin pump was not bumped or dropped. Customer's blood glucose was 100 mg/dl. Troubleshooting found the customer's drive support cap appeared sticking out. Customer reported pressing the cap back in the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.